Event description:
It was reported by the customer that a pyxis medstation system drawer 6 on main is failing all cubies. The customer reported that this malfunction occurred while trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 (full height) main continues to fail cubies. A field service engineer swapped row board cable, cubie, tray but the issue were persisting. Finally after replacing the full height drawer the issue resolved. The system functioned as intended after the field service engineer troubleshooted the device.